Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for a hole in the base with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes leaked. The following information was provided by the initial reporter: leaking tube. The tubes were used as recommended and the collector noticed there was blood everywhere in the dental bib.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes leaked. The following information was provided by the initial reporter: "leaking tube. The tubes were used as recommended and the collector noticed there was blood everywhere in the dental bib."